Event description:
The user facility alleges several events where the holder securing the endotracheal tube to the patient was disconnecting from its adhesive base. There was no patient compromise for any of these alleged events.